Event description:
It was reported that during the lavh procedure, surgeon placed endo linear cutter around pedicle & proceeded to engage firing sequence. The device fired and cut but only half of the staples formed. Another device was opened and the procedure completed. There were no pt consequences.